Event description:
It was reported that the pump touchscreen had a shadow. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.